Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h1700077 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the nurse loaded a clip into the applier and handed it to the doctor. The doctor found the applier was loaded with only one side of a clip so he/she stopped using this unit. The clip was damaged and its one side was missing. After that, another clip was used instead and the ligation was done without a problem. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned six cartridges from unit 544230 hemolok ml clips 6/cart 84/box for investigation. Five of the cartridges were representative samples. Visual examination of the returned cartridges revealed that the actual sample was returned two clips broken in half at the hinge and stuck in the cartridge. There were also two halves of a clip, both broken at the hinge, returned loose from the cartridge. The clips appear used as there is biological material present on the clips. The damages observed are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. The clip applier was not returned. The representative samples all appeared typical. Reference file (B)(4) for investigation photos. Functional inspection was performed on three of the representative samples. A lab inventory clip applier was used. For the first cartridge, all 6 clips were able to properly load and close in the applier. Four of the clips were successfully applied to true-max tubing. None of the clips were broken or broke during functional testing. Two more cartridges were tested with the same results. No issues were found with the representative samples. Other remarks: the IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip broke" was confirmed based upon the sample received. The actual cartridge was returned with 5 representative samples. There were two halves of a clip stuck in the cartridge along with two halves of a clip that were returned loose. All of the clips were broken at the hinge. The damages observed are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. Three of the representative samples were functionally tested with no issues found. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the nurse loaded a clip into the applier and handed it to the doctor. The doctor found the applier was loaded with only one side of a clip so he/she stopped using this unit. The clip was damaged and its one side was missing. After that, another clip was used instead and the ligation was done without a problem. There was no patient injury.